Manufacturer narrative:
Concomitant medical devices: product ID: 97713, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator, product ID: 3998, lot# l87969, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome reported on (B)(6) 2015 that their stimulator had been working fine, but would not turn on the day of report. They had recently recharged and were at 3/4 charge at the time of report. When using the patient programmer, they would get a single beep and a picture of the two batteries. The stimulation also would not turn on while attempting to use the their "charger magnet". It was also stated that the patient's doctor had told them that their lead wires were deteriorating, and they would need to be replaced in the future. The patient believed the lead wires were the cause of the stimulation not going on. Additional was received from the patient the next morning stating that their patient programmer was showing the same thing when they turned their stimulator on, but they were getting no stimulation. It was reiterated that they believed the issue to be with the lead wires. The patient's doctor had stated previously that one of the patient's two channels were not working due to deteriorating (or degenerating) lead wires, and it would just be a matter of time before the other channel stopped working. Additional information was received from the patient on 2015-12-03 stating that the patient had an appointment scheduled for the following monday at their pain doctor's office, where they will have the problem evaluated by a company representative (rep). The patient stated that the problem was with the lead wires that went to their "electrode paddle", and that they would need surgery to have it corrected. Follow up efforts have been initiated to determine any troubleshooting and mitigation effort details, as well as the cause of the issue. A supplemental report will be submitted if additional information is received.